Event description:
Situation: cracked quinton. Background: patient had a new quinton catheter placed by ir on [redacted date]. Previously had difficulty with obtaining access for a dialysis catheter given multiple attempts in the past. Assessment: upon initiation of a dialysis session on [redacted date], the dialysis nurse flushed the line and found it to be cracked. He notified the micu provider and nephrology provider. Dialysis was continued with the cracked lumen acting as the venous access to avoid air embolism. Ir was notified and plans to replace the line on [redacted date]. Request: assess situation. There is a video of the damaged quinton upon request. One can see that the defect is at the end of the catheter. The line was placed on [redacted date]. As far as I¿m aware, it was first discovered on [redacted date] by the dialysis nurse during its first use and no one would have had a reason to interact with the line between its placement by ir and it¿s first use. He flushed the line prior to use and noticed the leak immediately and contacted the covering provider for nephrology (who reached out to me, the micu covering provider).